Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire assembly will be analyzed as part of this complaint investigation. No signs of use were observed on the returned guide wire. Visual analysis did not reveal any kinking on the guide wire. No other defects or anomalies were observed. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The wire passed through a lab inventory syringe and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the spring wire guide was kinked was not able to be confirmed through visual examination of the returned sample. No kinks were observed on the returned guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the doctor opened the package and found the spring wire guide kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor opened the package and found the spring wire guide kinked prior to patient use.